Event description:
It was reported that a filter, which had been implanted for 3 days, had migrated caudally 1 vertebral body length (l2 to l3). In addition, the filter was reported to be tilted and it appeared that one of the limbs was within a lumbar vein. The filter was removed and another one was placed without incident. An inferior vena cavagram performed following removal of the first filter showed no evidence of any gross ivc injury. The filter had been placed due to trauma and no clots were present at the time of placement. The filter migration was detected upon CT being performed for an unrelated issue.

Manufacturer narrative:
The sample has not been returned for evaluation as it was discarded by the user facility. The device history records could not be reviewed, as the lot number was unknown. It is unknown if patient or procedural factors contributed to this event. Based on the information received, the results of the investigation are inconclusive and the root cause is unknown. The current IFU (information for use) for this device states the following: potential complications: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU.